Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, the patient developed a pericardial effusion which was diagnosed using ice and required intervention. The patient had remained stable throughout the procedure with no indication of possible issues. It is unknown what caused the reported pericardial effusion. There were no performance issues with any abbott device.